Event description:
It was reported that the patient underwent a shoulder revision due to glenosphere disassociation. The patient had experienced pain; however, the surgeon indicated the patient had not reported an issue. Post-operative imaging revealed that the glenosphere had disassociated. The patient underwent revision surgery. No additional harm was experienced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): unknown comprehensive glenosphere (unknown). Unknown comprehensive baseplate (unknown). Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.